Event description:
The customer contact reported problem with touchscreen. The device was returned to the biomedical department with a note that stated problem with touchscreen. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt effects and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen would not calibrate. This device has been identified as part of a product recall. This report represents all the info known by reporter upon query by hospira personnel.